Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 192 mg/dl. Leading up to the alarm, customer stated she was dancing. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.